Manufacturer narrative:
Correction: h4. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the bins were not showing on the bus. A field service engineer found that two bins were not showing on the bus for the helmer refrigerator. The interface and relay access controller boards on rows 4 and 3 were replaced. The remote manager was able to recover the failed bins. The bins were inventoried with no issues, and hardware test application testing was run on all bins with no issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es refrigerator, bin not detected on the bus. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient however, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es refrigerator, bin not detected on the bus. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient however, there were no adverse events or injuries reported based on this event.